Event description:
Follow-up information clarified the ipg is not inoperable and the patient still has therapy. However due to difficulty recharging, the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model.

Event description:
Follow-up information revealed the patient is doing well and effective therapy was restored following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced difficulty recharging her ipg. The device is inoperable. Subsequently, the patient will undergo surgical intervention as the next course of action.